Event description:
Eye infection, present when using contact lenses, lessens when do not use contacts. Saw dermatologist in 2007, referred me to ophthalmologist md and saw md eight days later, who examined eyes and diagnosed eye infection. Prescribed erythromycin eye ointment. Have been using amo complete moisture plus multi-purpose solution. Saw article in wsj--now have to have ophthalmologist prescribe daily contacts, culture eye. Dates of use: 1998 - 2007. Diagnosis or reason for use: eye infection - read wsj article.